Event description:
Per ICU [intensive care unit] staff member, 505 cartridges notoriously give us red alarm high balance pressures. Hence, we cannot continue priming the tubing to get ready for crrt [continuous renal replacement therapy]. Several cartridges were used as no other troubleshooting worked, including changing machines, staff, or trying another cartridge. Only after changing from 505 cartridge to 502 cartridge were we finally able to get treatment ready for pt.